Event description:
Customer reported that she had unexplained high blood glucose and dka. Paramedics were called and customer was taken to the hospital. Customer stated that the blood glucose reading was 989 mg/dl when paramedics arrived. Customer reported that her insulin pump was not working correctly, sometimes she got low battery alert, but other times the insulin pump just die and that caused the high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.